Event description:
Or staff reports an allergan lap band system broke apart on sterile table prior to delivery to procedural field. Device removed from field, new device obtained with no further issues.